Event description:
Pt with pathological disease was implanted with multiloc humeral nail on (B)(6) 2011. Pt was sleeping and rolled over and heard a snap. Pt was returned to the operating room for revision to a long nail.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.